Manufacturer narrative:
(B)(4). Batch # r59x97. The analysis found that one psee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 2/3 and with damage on cartridge deck. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy to bypass conversion, after firing five white reloads, no buttressing material, on the sixth firing, with a blue reload, no buttressing, on the first firing to create the pouch, coming in from the lesser curvature of the stomach, during the firing sequence, the motor sounded like tissue was thick and the firing halted halfway then restarted on its own, to the end of the firing sequence. When the doctor opened the jaws of the instrument, the doctor noted the drivers were visible down the left side of the cartridge but only visible half way down the right side of the cartridge. There was also a significant dent on the right side of the cartridge deck, where the staple drivers were no longer visible. The doctor used a second like stapler and additional blue reloads to resect the stapled area and removed that particular staple line. There were no patient consequences reported.